Event description:
It was reported that difficulties were experienced removing a lead from a patient's previous implantable neurostimulator (ins). When the patient¿s lead was connected to a new ins, electrode 7 showed a high impedance and electrodes 0-6 were within the normal range. The patient¿s stimulation settings were programmed to use these electrodes; the stimulation effect was unknown as of 2024-jun-04. The issue was considered resolved at the time of report. It was noted that impedances prior to ins replacement were not taken. No further complications were reported or anticipated.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# unknown product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.